Event description:
Had right hip replaced 2009. Pain continued after surgery. Both cup and ball found loose, a yr later. Had a depuy pinnacle hip replacement parts. Had revision (B)(6) 2011. Found green juice at time of revision and removed hip joint. Left me no hip for 3 months. Among other treatments, of antibiotics. Had surgery (B)(6) 2011, put hip back in. Still have issues now because of walking on one leg for 5 months. Other hip is in need of replacement. Muscle spasms in both legs, can't sleep, still trying to get better. Part was faulty. Six months no work, no life, not fair. This part should not be on the market!